Event description:
In 2006, the lay patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas)spoke with the patient two days after to obtain/verify the following information: the patient has diabetes and renal failure. She takes 40 units of novolog insulin in the am and a small dose most evenings, depending on her meter reading, on the day of the event the patient obtained an a.m result of 298mg/dl. On the reported meter. She took her usual dose 40 units of novolog insulin and ate breakfast as usual. At 12:00 or 12:30 pm, the patient tested with the meter and obtained a result in the "400's". Rather than 593 as previously recorded. She was asymptomatic at this time and said that she typically does not have symptoms with elevated blood glucose levels. She retested and obtained another "400s" . She took a second dose of 40 units of novolog insulin because she thought her blood glucose level was very high and she did not eat lunch. About 1/2 hour after taking insulin, the patient felt weak and passed out. Her daughter, who was with her, called emergency services. A result of 21mg/dl was obtained on the emt meter. Emt's treated the patient with IV and oral glucose, orange juice, and food. The patient was not taken to the hospital. Her blood glucose was "ok" when the emt's left. The mas discovered that the patient was using test strips from two different vials. One vial expiration date was november 25 2005 and the other was january 2006. The mas advised the patient ot not test with expired test strips, which can cause inaccurate results. The mas walked trhough a control solution test with the new replacement meter, control solution, and test strips she received on january 2006. Teh control solution test result of 112mg/dl fell within the control solution range of 95 to 129mg/dl. The patient also performed a blood glucose test , the result was 246mg.dl.